Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence and delivered a total of 76 pulses. The data shows that the pod generated an alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Timeouts were observed at the end of runtime in tandem with a failure of the rotational sensor to transition, indicating that a drive stall occurred. It was observed that the timeouts and drive stall occurred several pulses after the completion of second prime, and no abnormalities were observed in the data during the priming sequences. The investigation found no damages or deficiencies that would contribute to the needle failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle deployed. The cause of the reported needle failing to deploy could not be determined. Rerun of the device did not replicate the timeouts, drive stall, or alarm. The fluid path and drive mechanism components were inspected, and no damages or defects were found. The cause of the alarm could not be determined.